Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient had poor/no telemetry with recharging. They stated the device no longer works; the battery was dead. They stated that the patient¿s specialist wanted to replace the ins with a new one that would allow the patient to have mris, but the insurance company denied it. The caller further stated the specialist submitted again to just replace the battery and leave everything (the leads in the spine), but the insurance denied it again and would not pay for anything that had to do with the stimulator. It was stated that stimulator was now dead and the patient could not charge or do anything with it, ¿it is now a foreign object in their body¿. It was reported that the patient started having trouble/could not recharge the implant or do anything with it back in ¿like (B)(6) 2017¿. It was stated that in (B)(6) 2017 the implant battery was dead and no longer worked. The caller wanted to know if it was safe for the patient to use a tens unit. Guidelines were reviewed. They were redirected to follow-up with the helathcare provider (hcp) to address the reported issues. No further complications were reported/anticipated.